Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an unexpected shutdown occurred. Customer confirmed pump display turned on when plugged into a power source. Subsequently, the customer received a continuous glucose monitor (cgm) error 42. Pump was reset to resolve the issue. Blood glucose level was between 80-90 mg/dl.